Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 180 - 182 mg/dl..